Manufacturer narrative:
Confirmed the issue was discovered outside of patient use. The patient outcome code grid and health impact grid have been updated. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy pca. The reported problem was confirmed the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of therapy pca was completed. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device did not function as expected. Patient involvement is unknown. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.